Event description:
It was reported that the needle would not retract while using bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred 5 times, however, no patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: after venipuncture, the mandrel is not retracted by the safety device. Number of samples with this defect: 5 punches, however it was noticed that the whole batch was in trouble (batch 20046510).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a used IV device with an exposed needle (not retracted) without needle cover or catheter adapter. Media can be observed in the flashback chamber indicating that the device has been handled. Review of the evidence of a bent needle cannot be confirmed. However, a partial needle retraction is observed. A partial retraction can occur because of damage to the bound spring which can originate during the spring winding process or while loading the spring into the hub of the device. However, the device has been used and without a physical sample for additional evaluation, the root cause of the defect cannot be identified with certainty. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle would not retract while using bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred 5 times, however, no patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: after venipuncture, the mandrel is not retracted by the safety device. Number of samples with this defect: 5 punches, however it was noticed that the whole batch was in trouble (batch 20046510).